Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, tropies result was obtained from a single patient sample when tested using vitros troponin I es (tropies) lot 5900 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. A vitros tropi es lot 5900 reagent issue cannot be completely ruled out as a contributor to the event, as no qc data was provided to evaluate the performance of the vitros tropies lot 5900 reagent. However, tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es lot 5900. An instrument issue cannot be completely ruled out as a contributor to the event as no within run diagnostic precision testing was conducted around the time the non-reproducible, higher than expected result was obtained. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to determine whether the customer was not following the sample collection device manufacture recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Furthermore, an issue related to the patient sample cannot be ruled out as a contributor to the event as no information was provided relating to whether or not the patient sample appeared turbid or hemolyzed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected, troponin I result was obtained from a single patient sample when tested using vitros troponin I es (tropi es) lot 5900 on a vitros 5600 integrated system. Patient sample 1 result of 50.3 ng/ml (above the url) versus the expected result of <0.34 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 611191.